Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding),/abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('menorrhagia (heavy menstrual bleeding),/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, psychological trauma, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿menorrhagia the patient reported that she was unable to afford essure removal surgery. The patient reported that she was undergo for surgery (other) type of surgery: d&c. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: test bilateral occlusion. No filling of the fallopian tubes by contrast. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: plaintiff fact sheet received. Event menorrhagia make serious incident. Events added from pfs- abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish. Onset date of event menorrhagia, pelvic pain were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('menorrhagia (heavy menstrual bleeding), / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 621669,620734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, psychological trauma, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿menorrhagia the patient reported that she was unable to afford essure removal surgery. The patient reported that she was undergo for surgery (other) type of surgery: d&c. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: test bilateral occlusion no filling of the fallopian tubes by contrast/no filling of the fallopian tubes by contrast. Lot number: 620734 manufacture date: 2006-07 expiration date: 2008-06. Lot number: 621669 manufacture date: 2006-09 expiration date: 2008-08. Quality-safety evaluation of ptc: : unable to confirm complaint most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding), / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('menorrhagia (heavy menstrual bleeding), / abnormal bleeding (menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 621669, 620734) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced psychological trauma ("psych injury") and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation). Essure (ess205) treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, psychological trauma, abdominal pain, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for events ¿menorrhagia the patient reported that she was unable to afford essure removal surgery. The patient reported that she was undergo for surgery (other) type of surgery: d&c. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: test bilateral occlusion. No filling of the fallopian tubes by contrast/no filling of the fallopian tubes by contrast. Most recent follow-up information incorporated above includes: on 17-apr-2020: plaintiff fact sheet received. Lot number and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.